Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16528.

Manufacturer narrative:
The manufacturer's product support engineer (pse) evaluated the device and could not confirm nor duplicate the reported problem, no problem found. The device passed the required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating the ventilator was unable to switch to standby mode. The device alarmed as it should have at the time the issue was discovered. The device was in clinical use, at the time of the reported event. There was no patient or user harmed. The investigation is ongoing.